Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the battery compartment was cracked at threads on the side. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibration to a blank screen. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. The investigators were unable to adequately evaluate the reported ¿power¿ complaint. However, the unity test code down loader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors as per (6001112). The upload was successful, the pump powered up and display just ¿msp¿ instead of ¿msp2¿. The eeprom was communicating properly; hence the diagnosis that the failure was in this area since it was missing from the display. Eeprom failure was concluded. Other text : 01

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the patient was unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.